Event description:
A healthcare facility in (B)(6) reported, via a distributor, that while a therapist was repositioning the waterbag on the pole, the waterfeed set that was attached to an mr290hfv humidification chamber became disengaged from the spike near the waterbag and the water began leaking out heavily. This event occurred during patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: only the waterbag spike of an mr290hfv humidification chamber was returned for investigation. It was visually inspected for damage. Results: visual inspection indicated that there was only a small amount of glue present on the rim of the waterbag spike and none inside. A lot check was not performed as no lot information had been provided. Conclusion: the waterfeed set tube and waterbag spike of an mr290 humidification chamber are held together by glue. It appears that insufficient amount of glue has been applied to the waterbag spike resulting in a loose fit. No patient injury has been reported. (B)(4).